Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) via ambulance due to low blood glucose (bg) levels falling below 70 mg/dl. The patent was ate sugar and drank some juice. At the hospital, doctors only checked bg's levels and released a few hours later. No additional information were provided.